Manufacturer narrative:
(B)(4). Additional information has been requested including the device return, should it become available a supplemental report will be submitted.

Event description:
A lesion in the posterior tibial artery was treated with a nanocross pta balloon and there was difficulty in deflating the balloon and taking it out of the patient's blood vessel. Physician stated that a twist was noted earlier during inflation of the balloon. The procedure was successfully completed. No injury to patient.

Manufacturer narrative:
The device was received for investigation on 01/04/2016, and the analysis was completed on 01/21/2016. Upon investigation, it was found that the balloon material was wrinkled at some areas. There was difficulty experienced in deflating the balloon. The investigation was able to confirm the reported event.